Event description:
Procedure: insertion of a left sided seldinger chest drain for pleural drainage. The drain was placed without complication; however, sometime after placement, it was observed that the proximal hub end of the drain (which connects to the drainage bottle) had separated or disconnected from the drain tubing and was lying on the pt's bed. The remaining tube, left in the pt, was removed.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. Based on the info provided, we are unable to determine why the customer may have experienced this reported difficulty. However, we will continue to monitor this device. Based on the info provided, we are unable to determine the root cause for this reported difficulty.